Event description:
It was reported that during the stent implant procedure, the wallstent iliac stent delivery system catheter was found to be sheared upon withdrawal from the sheath. The stent was successfully deployed. No pt injuries or complications were reported. The pt's status was reported as 'good'.